Event description:
It was reported that the rv lead was partially explanted due to an inappropriate shock caused by oversensing of noise. This event was noted at a routine follow-up appointment. The patient was unaware of this shock. All other lead parameters were stable. During lead revision noise was reproducible when finger pressure was applied 6 cm distal to the connector yoke. No further patient complications were reported as a result of this event.